Manufacturer narrative:
All buttons function properly; no damage to keypad traces and connector on electrical board 1 was not unlocked during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were having issues with the buttons of their insulin pump. Customer's blood glucose value was 137mg/dl. Customer stated they had stuck button alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.